Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced pain at abutment site and subsequently was treated with a topical steroid and topical antibiotics (date and duration not reported).